Event description:
It was reported that inappropriate therapy due to noise was observed on the rv and ra channels. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a fracture of the outer coil was found at 5.8cm from the connector pin. This fracture is consistent with the observation from the field of noise and inappropriate therapy.